Manufacturer narrative:
Device history record: the DHR documentation showed no abnormalities related to the reported failure. Mayfield modified skull clamp (a1059) was returned for evaluation. With respect to the returned unit, it has passed all specific functional testing requirements, except for the lock having rotational and lateral movement when the unit is not under pressure. This would not have caused a slippage. When the unit is properly positioned and put under pressure, the unit would not have slipped. Evaluation found no device deficiencies that would have contributed to the reported complaint. Repairs could not duplicate slippage.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the mayfield head holder slipped during a posterior cervical case. There was no harm to the patient and delay in surgery is unknown.